Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument false positive results occurred. The user also noted that the drawer slides were also faulty. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: catalog # 445870, s/n (B)(6): it was reported that the instrument's drawer is jammed and there are false positives. It was later stated that the false positives were the consequence of the faulty drawer and the case was about the drawer only. An fse went on site and replaced the drawer slides which corrected the noted issue. The root cause of this complaint could not be determined, however, because the slides replacement cleared the instrument for use, the complaint is confirmed. Due to the lack of an actionable trend on this failure mode, no corrective action is being taken at this time. Based on the information in service max no samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. If the slides are received at a later date, the complaint may be reopened and an investigation may occur. Review of the device history record for instrument s/n (B)(6) is not required because this complaint is not an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with instrument/mechanical related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument false positive results occurred. The user also noted that the drawer slides were also faulty. No health impact or consequence reported.